Event description:
It was reported that following successful deployment of this jugular filter, removal of the guidewire met with resistance. The guidewire was reportedly lodged in the filter. The pt was transferred to another facility where the filter and guidewire were removed and another filter was placed via a femoral approach. The pt's condition is stable. This device is not available for eval. Therefore, no failure analysis will be available. Follow-up could not confirm what MFR's guidewire was used in this procedure and attempts to gain further details regarding the circumstances of this event were unsuccessful. User technique and/or pt anatomy may have contributed to this event. However, without further details about this event and without evaluating the device, the co. Is unable to determine the cause for this event.